Manufacturer narrative:
Information was forwarded from the owner establishment zimmer (B)(4), which markets the devices in the (B)(4). The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).

Event description:
It is reported that pt experienced pain and metallosis. Pt was revised.